Manufacturer narrative:
Concomitant medical products: product ID: 3057, lot#: unknown, product type: screening device; product ID: 3057, lot#: unknown , product type: screening device. Other relevant device(s) are: product ID: 3057, serial/lot #: unknown, ubd: unknown, UDI#: unknown; product ID: 3057, serial/lot #: unknown, ubd: unknown, UDI#: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient who was using an external neurostimulator (ens) for urgency frequency. It was reported that the patient had their procedure the day before the report and their programmer had lost connection several times. It was noted that the trial began on (B)(6) 2018. On a second call, the patient reported the programmer was unable to communicate with their device. The patient stated they had powered down their programmer and tried powering it back up but it was unsuccessful. The caller was redirected to their healthcare provider to resolve the issues. On (B)(6) 2018, the patient reported that their lead wires broke. The patient stated they went to their clinician and they would be removing the device the following day. No patient symptoms were reported. No further complications were reported.